Event description:
The pelvic checkpoint broke off in the patient when dr. Jerabek tried to take it out. Dr. Jerabek elected to leave the broken checkpoint tip in the patient. Surgical delay = 15 minutes. Case type: tha. Right side.

Manufacturer narrative:
Reported event: the pelvic checkpoint broke off in the patient when the doctor tried to take it out. The doctor elected to leave the broken checkpoint tip in the patient. Surgical delay = 15 minutes. Product evaluation and results: product inspection was not performed as product was not returned for inspection. Product history review: review of the device history records could not be conducted as the lot number is not provided. Complaint history review: complaint history review was not conducted as lot number is not provided. Conclusions: the failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc¿s associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplement al report will be submitted when additional information becomes available.

Event description:
The pelvic checkpoint broke off in the patient when dr. (B)(6) tried to take it out. Dr. (B)(6) elected to leave the broken checkpoint tip in the patient. Surgical delay = 15 minutes. Case type: tha. Right side.